Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs confirmed the occurrence of system faults (sf101, sf197, sf218) error messages, however, performance testing was not able to reproduce the device faults. Visual inspection found water ingress in the device internal components and the pneumatic block. Based on all evidence and previous investigations of similar complaints, the investigation determined that the system faults were due to water contamination in the pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101, sf197 and sf218) indicating an incorrect outlet pressure measurement, stuck outlet flow sensor and main board error. There was no patient injury reported as a result of this incident.